Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs0096 showed no other similar product complaint(s) from this lot number. Facility discarded device.

Event description:
It was reported that a "long hair" was observed to be intertwined in the clamps of a 5fr dual lumen PICC line. It was stated that the kit was opened at bedside and all sterile techniques were followed in setting up the tray, which was discarded and a new kit obtained for insertion.